Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient was trapped for two minutes between the laser arm and the bed during a flap preparation procedure in the right eye. Impaired vision was noted, and a flap wash was performed with epithelial abrasion. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed three energy checks and performed twenty four treatments between 09:56 am and 06:01 pm on that day. The energy was stable during this period. The logfile shows twenty four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue during the treatment. The user operated within the recommended energy settings. After the treatment was finished, the warning message was displayed. No movement to home position possible (eye contact).¿ appeared five times. The surgeon pressed the emergency off button and restarted the laser. The warning message was displayed as no movement to home position possible (eye contact).¿ appeared again twice. The surgeon pressed again the emergency off button and restarted the laser. No further treatments on that day. Clinical application specialist suspected a known software anomaly to have caused the optical arm to be unresponsive which is supported by the findings of the logfile review. The software anomaly and the proper reaction procedures are defined and communicated to the end users. According to the responsible clinical application specialist, the complainant has been extensively trained on the reaction procedures. Nevertheless, the initiation of the instructed activities to release the patient were delayed as shown in the logfiles. A further logfile review as well as the feedback of the responsible field service engineer showed no indication of the device malfunction apart from the known software anomaly. The reported event of missing upward movement of the treatment arm is a known-software anomaly on the device, that after treatment is finished, the treatment arm cannot be moved with the joystick and stays in the z-treatment position. The user has to use the manual patient release to lift up the treatment arm and to release the patient. The root cause for the patient's right eye being trapped under pressure and the derived adverse event is user handling. User was extensively trained on the release protocol for this scenario. The root cause for the laser arm not moving upwards is a known software anomaly . The manufacturer internal reference number is: (B)(4).